Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Event description:
On (B)(6) 2012, the pt put the infusion device in stop mode to take a shower. The pt then noticed that the basal rate settings were missing from 3:00am to 9:00am. The pt is sure that the basal rates were programmed into the device when he met with a trainer on (B)(6) 2012. The pt stated that the infusion device did not provide an error code before the basal rates went to 0.0. The pt reset the basal rates and has not had any further concerns. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second part to address the issue. The infusion device and adapter were replaced and requested to be returned for product evaluation.